Manufacturer narrative:
(B)(4). Damaged release button the analysis found that one ple60a device was received for analysis without cartridge reload. The device was received with the knife advanced into lockout region thus, the device would not open. Furthermore, the device was found to have the clamping mechanism damaged. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon firing and in order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm was noted to be worn out; it appears that the device was forced open with the knife not on the home position. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a digestive procedure, the stapler blocked during the pose of the third staple, impossible to close the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Would not close.